Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the electrograms (egm) were unable to be read.

Event description:
It was reported that during a follow up in clinic, the electrograms (egm) were unable to be read. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.